Manufacturer narrative:
Product analysis: analysis was able to confirm, the customer comment. That the external pulse generator (epg) ventricular output dial had slight "play". And that, the value changed without turning the dial. It was noted, that when slightly turning the ventricular knob, there was no mechanical click. However, the value/setting on the liquid crystal display (lcd) changed. It was further noted, that the incoming test on the automated test system for lcd current failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) ventricular output dial had slight "play" and that the value could be changed without turning the dial. There was no patient involvement.

Manufacturer narrative:
Product analysis update: it was further noted that the incoming test on the automated test system for active current backlight and menu off/battery load failed. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.